Event description:
Boston scientific crm received information that this patient had experienced a syncopal episode.

Manufacturer narrative:
According to our resources, the device remains implanted and no other adverse events have been reported. Efforts to obtain additional event details were unsuccessful. This issue will be re-evaluated if additional information is received.